Event description:
It was observed during the device inspection that the bronchovideoscope scope connector cover unit had foreign objects.there were no reports of patient involvement.

Manufacturer narrative:
The device was returned for inspection. Based on the results of the investigation and the information provided it is likely due to dust or dirt problem. The most probable cause could not establish, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device